Manufacturer narrative:
(B)(4). Citation: mensel, birger, md. Et al (2012). "Selective microcoil embolization of arterial gastrointestinal bleeding in the acute situation: outcome, complications, and actors affecting treatment success." European journal of gastroenterology & hepatology; 24 (2012): 155¿163. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that during a coil embolization treatment procedure coil dislocation occurred. No further measures were taken.